Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they are unable to communicate with the patient's device using recharger, controller, or tablet. Suspected "overdischarge." Walked the caller thru using the recharger for the antenna locate feature and then the power reset mode feature. Reviewed clearing the power on reset and keeping the ins charged. No symptoms reported.